Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and reddening of the breast skin as well as left axillary lymphadenopathy and suspected pathological lymph nodes.

Event description:
Explanting physician reported rupture and reddening of the breast skin as well as left axillary lymphadenopathy and suspected pathological lymph nodes. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
"Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional additionally reported, left-side ¿migration of silicone into the axillary region¿ and ¿suspected for the presence of bia-alcl lymphoma.¿

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Explanting physician reported rupture, and "reddening of the breast skin as well as "left axillary lymphadenopathy and suspected pathological lymph nodes" diagnosed by MRI. It was also reported ¿migration of silicone into the axillary region¿ and ¿suspected for the presence of bia-alcl lymphoma¿. The device has been explanted but not replaced due to the "inflammatory situation". This record relates to the left side.